Event description:
As reported for this event by the customer, during reprocessing the device image was cutting out. There is no patient involvement.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Prior to this event, the device was last repaired on (B)(6) 2020. Upon inspection and testing, the device was observed to have no image. This is attributed to the defective charge couple device (ccd) unit. In addition, the cable was punctured and failed leak test. The root cause of the ccd unit could not be determined. The instructions for use includes the following statements that warn against the issue of puncturing of the cable: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Supplemental report(s) will be submitted if any relevant new information becomes available.